Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon attempted to insert a 12.6mm vicmo12.6 implantable collamer lens, -11.00 diopter, but the lens tore/broke before injection into the patient's eye. There was no patient contact and another lens was not implanted.

Manufacturer narrative:
Work order search: no similar complaint type events were reported for units within the same lot. (B)(4)